Event description:
This event was reported as aortic insufficiency, coronary artery disease, aortic stenosis, high gradient, leaflet disruption, shortness of breath, weakness and angina. No further info was provided.